Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the implantable cardioverter defibrillator (ICD) interrogated a ¿gray bar¿ status indicating that the battery voltage level is not acceptable for implant. The "gray bar" status was suspected due to low temperature. The device was placed at room temperature for six days but yet the "gray bar" status remained. The device was not used for implant. There were no patient involvement.